Event description:
It was reported that the device was removed due to not helping with the patient¿s pain, no relief, and no improvement. At the time, it was unknown if the lead was removed also. It was later reported that the information the manufacturer representative had, showed that both the ins and the lead were explanted. Information regarding cause of event and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4).